Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had surgical intervention wherein both the medtronic leads were removed, and a penta lead was implanted. Full coverage of patients painful areas was obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-23431. It was reported patient was experiencing ineffective coverage of therapy. Programming was unable to solve the issue. Diagnostics revealed that impedances were high on some contacts on the right side. To address the issue patient may be awaiting surgical intervention at a later time.